Event description:
It was reported to philips that the device's had a battery failure. Further investigation identified that the customer problem was inability to successfully discharge into the paddle pockets. There was no reported patient involvement/adverse patient impact.